Event description:
Sudden stop of gas delivery to patient without alarm signal. Occurred when switching from volume control mode to pressure support/peep mode. First investigation done by inhouse biomed and operator has shown problem was reproduceable depending of pressure support level/support. Level potentiometer setting, i.e. Problem only occurred with 20 cm h20 setting and not for any other higher or lower values (oxidation?).